Event description:
It was reported that the pt had a bad fall and that three of her leads were not working since then. She stated that when she turned one lead up that she experienced a bad cramp/muscle tightening. Pt was not getting stimulation in all the places she used to. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).